Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary tower, a drawer failed to open. The drawer remained non-functional despite a reboot attempt. The issue required maintenance intervention. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 04-jan-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, a field service engineer (fse) confirmed that the reported issue was with tower door 2, and not a drawer as initially noted. Upon arrival, no failure was observed. The fse thoroughly tested the door, including performing open/close tests using the hardware test application (hta), all of which were successful. No issues were identified, and the system was confirmed to be functioning normally. The system functioned as intended after the field service engineer assessed the device.